Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient had poor coupling on their device. They repositioned the antenna and this resolved the issue. The patient got four coupling bars. Troubleshooting resolved the reported issue. No further complications were reported as a result of this event.